Event description:
Event description boston scientific received information that the patient with this pacemaker was involved in an automobile accident, resulting in his chest hitting the steering wheel. The patient presented to the hospital with an intrinsic rate in the 20's and no telemetry could be obtained, as an out of range telemetry message was displayed. The device did not respond to magnet application and an x-ray did not identify any lead fractures. The patient was currently paced by external means.,